Event description:
The customer reported an elevated troponin I (access accutni) result, within the risk stratification range, for one patient, involving the access accutni assay used in conjunction with the access 2 immunoassay system and access accutni calibrator. The sample was retested on the original and alternate instrument and produced lower results within the normal reference range. A second sample collection was obtained from the patient three hours later and analyzed on the same instrument and generated a lower result within the normal reference range. The customer next analyzed the second sample on the alternate access 2i system which also produced a lower result within the normal reference range. The customer then retested the original sample on both instruments and obtained lower results within the normal reference range. The elevated result was released from the laboratory. The patient was admitted to the hospital as an inpatient. The customer did not know whether the patient had been admitted due to the elevated troponin I result or if the patient had been admitted regardless of the troponin I result. It is unknown if any additional treatment as given to the patient. There has been no report of current patient outcome. The customer defines a troponin I value of 0.14 ng/ml to be a review high value. The laboratory's normal high value cutoff is 0.5 ng/ml, and the critical high value is 2.0 ng/ml. No sample integrity issues were noted. All system parameters, including quality control (qc), calibration curves, and system checks, were performing within assay and instrument specifications at the time of the event. No system issues were reported. The instrument was in normal operation.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.